Event description:
A family member reported that the keypad buttons are not responding to button presses.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: testing confirmed that all keypad buttons are unresponsive. There was evidence of contamination under all button key contacts. The pump's audible and vibratory alarms were functional during investigation. Investigators were unable to move beyond the verify screen due to the button unresponsiveness. Evaluation revealed moisture residue on the keypad's flex connection wire.